Event description:
It was reported that the patient experienced pain at the ipg implant site. In turn, surgical intervention was undertaken wherein the ipg was repositioned to a new pocket and replaced, resolving the issue. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.